Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant/device breakage"), uterine perforation ("perforation (uterus)"), intestinal perforation ("perforation (intestines)"), fallopian tube perforation ("fallopian tube perforation"), perforation ("perforation of organs/ migration of essure device (attached to organs)"), fallopian tube diverticulosis ("salpingitis isthmica nodosum"), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 524487) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hashimoto's thyroiditis in 2006, cesarean section and uterine dilation and curettage. Concurrent conditions included copd, hypothyroidism, asthma, goiter, frequency of menses, bronchitis, paratubal cyst and salpingitis. Concomitant products included citalopram hydrobromide (celexa) and levothyroxine sodium (synthroid). On (B)(6)2007 , the patient had essure inserted. In 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). In 2010, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), fallopian tube diverticulosis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), weight decreased ("weight loss"), weight increased ("weight gain"), autoimmune disorder (seriousness criterion medically significant), headache ("head pain"), toothache ("teeth pain"), abdominal pain ("abdominal pain/abdominal pain"), arthralgia ("joints pain"), eye pain ("eyes pain"), neck pain ("neck pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomhysterectomy with bilateral salpingectomyy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy), surgery (laparoscopic supracervical hysterectomy and bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6)2016 . At the time of the report, the device dislocation, device breakage, uterine perforation, intestinal perforation, fallopian tube perforation, perforation, fallopian tube diverticulosis, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, depression, rash, skin disorder, vaginal discharge, vision blurred, weight decreased, weight increased, autoimmune disorder, headache and toothache outcome was unknown, the abdominal pain, arthralgia, eye pain and neck pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye pain, fallopian tube diverticulosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, intestinal perforation, menorrhagia, nausea, neck pain, perforation, rash, skin disorder, tooth disorder, toothache, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: the essure was placed first in the left fallopian tube with 2 coils visible inside the uterus following placement. The identification procedure was performed in the right fallopian tube also with two coils visible after placement. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on an unknown date: benign proliferative endometrium hysterosalpingogram - in december 2007: total bilateral occlusion on an unspecified date, she had essure confirmation test. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis isthmica nodosa. Most recent follow-up information incorporated above includes: on (B)(6)2018 : pfs and mr received. Event per mr: salpingitis isthmica nodosum was added as event. Patient's medical history was updated, laboratory data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), uterine perforation ("perforation (uterus)"), intestinal perforation ("perforation (intestines)"), fallopian tube perforation ("fallopian tube perforation"), perforation ("perforation of organs/ migration of essure device (attached to organs)"), genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 524487) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hashimoto's thyroiditis in 2006. Concurrent conditions included copd, hypothyroidism, asthma and goiter. Concomitant products included citalopram hydrobromide (celexa) and levothyroxine sodium (synthroid). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("depression"), rash ("rashes"), skin disorder ("skin conditions"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision"), weight decreased ("weight loss"), weight increased ("weight gain"), autoimmune disorder (seriousness criterion medically significant), headache ("head pain"), toothache ("teeth pain"), abdominal pain ("abdominal pain"), arthralgia ("joints pain"), eye pain ("eyes pain"), neck pain ("neck pain") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, uterine perforation, intestinal perforation, fallopian tube perforation, perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, nausea, allergy to metals, depression, rash, skin disorder, vaginal discharge, vision blurred, weight decreased, weight increased, autoimmune disorder, headache and toothache outcome was unknown, the abdominal pain, arthralgia, eye pain and neck pain was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye pain, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, intestinal perforation, menorrhagia, nausea, neck pain, perforation, rash, skin disorder, tooth disorder, toothache, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results: on an unspecified date, she had essure confirmation test. Most recent follow-up information incorporated above includes: on 21-mar-2018: plaintiff fact sheet-all relevant medical history, concurrent condition, concomitant medication, lot number were added. Abnormal bleeding (vaginal, menorrhagia), dental problems, dysmenorrhea, dyspareunia, fatigue, hair loss, hormonal changes, infection (bladder/urinary tract/vaginal), malposition of essure device, migration of essure device (attached to organs), nausea, nickel allergy, pain, perforation (uterus), perforation (intestines), psychological or psychiatric problems (depression due to complications), rashes or skin conditions, salpingectomy (bilateral), vaginal discharge, vision/eye problems (blurred vision), weight gain/loss were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, perforation and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and perforation to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 and reported adverse events including perforation of organs, heavy bleeding (regarded as genital bleeding), migration of implant and fracturing of the implant. On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. In this case the exact date and mechanism of the perforation of organs, migration, genital haemorrhage and device breakage are unknown. Genital haemorrhage is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, perforation and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and perforation to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of product technical complaint company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007 and reported adverse events including perforation of organs, heavy bleeding (regarded as genital bleeding), migration of implant and fracturing of the implant. On (B)(6) 2016 plaintiff underwent surgery (hysterectomy) and essure was removed. In this case the exact date and mechanism of the perforation of organs, migration, genital haemorrhage and device breakage are unknown. Genital haemorrhage is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.